Manufacturer narrative:
Per tandem¿s pump user guide, the incomplete bolus alert serves to notify the user that a bolus request was started, but the user did not complete the request within 90 seconds. If the user opens the screen and no action is performed and the screen is not exited within 90 seconds, the alert will occur. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 501 mg/dl. Reportedly, an incomplete bolus alert occurred when the customer attempted to deliver a bolus. Tandem technical support educated the customer on the causes for incomplete bolus alerts, and on ensuring a bolus request is completed. A bolus was delivered to address bg level.